Event description:
Customer was hospitalized for low blood sugar levels. It was stated that the customer was found incoherent and was taken to the hospital. It was indicated that the customer was admitted twice on different days in the same week. The first event was for high blood glucoses and the second event was for low blood glucoses. The nurse stated that that she checked the histories on the pump and found that the customer was not bolusing or priming. The customer had some issues with pump therapy. Troubleshooting was done and the pump passed the functional tests. The nurse stated that she is unsure of what is going on with the customer. The nurse was instructed to discuss with the md on the possible causes of low blood glucose and high blood glucose.